Event description:
The consumer reported that patient's implantable neurostimulator (ins) turned on and off by itself. She would be sitting there, then all of a sudden stimulation would increase fast and it drove her crazy. It was reported that the patient had problems from day one ((B)(6) 2014), however it was also reported that the reported issues began not long after implant ((B)(6) 2014). The consumer also stated that they were told that the ins could not do that and everything was fine. The patient could not use it and she could not stand it, so it was removed. It was thought that the device was removed sometime in (B)(6) 2014. The patient's indications for use included spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.